Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a healthcare professional (nos) to our local affiliate (B)(4). This case involves a (B)(6) female patient who received six vials of poly-l lactic acid (sculptra) (dates of therapy nos). Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed a "strange nose infection." Corrective treatment, if any, was not reported. Event outcome is unknown. (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up received (B)(6) 2008: (B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable. Addendum for follow up information received on (B)(6) 2008 from the doctor: alternative etiologies for the reported event: infection of the skin unrelated to injections. Previous treatments: hydrafil one vial subcutaneously to peri-oral and lips on (B)(6) 2007. The patient had not experienced similar events after treatment with newfill/sculptra or any other product. No histology or laboratory test was performed. On (B)(6) 2007 and (B)(6) 2008, treatment with sculptra received diluted with 2ml of lidocaine and 5ml sterile water. Total amount injected 14ml to both sides of her face, cheeks and nasolabial folds. Batch no. A7017. On (B)(6) 2008 treatment received with the same dilution and injected into the same areas. Batch no. A7018. The patient mainly experienced slight pain in her left upper lip area, nostril and left eye when injected into the left nasolabial fold. The mild/moderate pain continued with no other symptoms until one week later ((B)(6) 2008) when a few crusty lesions appeared on the tip of her nose which were painful. The patient was prescribed antibiotics in case of an infection. The patient is now getting better but not yet fully resolved. The causality assessment between the events and sculptra was reported as possible. Addendum for follow-up information received on (B)(6) 2008: the doctor was unsure of the causality which was why she stated unrelated and possibly related. She was not sure the reaction was an infection as the reaction was over the nose and the injections were done around the nasolabial area. However, she treated the reaction as infection with antibiotics and the reaction was getting better, so she did not know if it was related or not. No further information is expected.